Event description:
It was reported the patient developed an infection. The device was returned, analyzed and the subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the reason for return was battery depletion. The device lasted 65% of its projected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. The battery had a telemetered value of 3.11volts. The recommended replacement time (rrt) battery was confirmed with a telemetered value of 3.11volts. The device was fully functional. Calculations based on programmed parameters when the device was received indicate that the device should have lasted approximately another 57 months before the battery reached rrt voltage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found.